Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually boot up. Functional testing was unable to be performed. The receiver case was opened to download data log directly from the ui pcba board. A visual interior inspection was performed and the inspection passed. The reported event of receiver ceased to function could not be confirmed during log review. A root cause could not be determined.